Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to defective cable unit which leads to a color malfunction: olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the image was green due to a broken video cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. The product receipt date is not available at this time

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable image was blurry and incomplete. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the image was green. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.